Event description:
Adverse event(s): "no impact reported" no consequences or impact to pt). Product problem(s): "blunt knife" (dull). The customer reported that the knife was blunt. No pt impact was reported. Add'l f/u info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).